Manufacturer narrative:
Pentax medical emea conducted multiple good faith efforts (gfe) to obtain additional information from the user, including email communication and direct phone conversations. On (B)(6) 2025, through a phone call with the user at the facility, pentax medical emea obtained the following information. According to the user, there was no resistance at the albarran lever during insertion of the cholangioscope, and the user was unable to clearly explain how the albarran lever became dislodged. It was speculated that the sheath of the cholangioscope may have become caught inside the device. Although the event did not result in serious harm to the patient, there was a significant delay in the procedure and a substantial extension of the procedure time. The cholangioscope used during the procedure was manufactured by seegen, model chv-us110j-u, serial number (B)(6). Pentax medical emea is currently requesting the return of the damaged oe-a63 for investigation. According to the instructions for use (IFU) of the duodenoscope ed34-i10t2, the cholangioscope chv-us110j-u is not listed as a compatible device. Therefore, the combination used during the procedure was not compatible according to the IFU. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2025-00147_oe-a63_lot number 0021015_broken elevator on dec - bfarm report. Oe-a63_lot number 0021015_broken elevator on dec - bfarm report.

Event description:
On 24-jun-2025, pentax medical became aware of an event involving a pentax medical sterile distal end cap model oe-a63, lot number 0021015 in germany within the emea region, upon receiving an investigation request from the german authority regarding the product. During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the elevator of the dec broke twice. As a result, the angulation of the cholangioscope could not be adjusted within the bile duct, and appropriate positional control was not possible. Although the dec was replaced several times, the cholangioscope became caught in the broken elevator, making it difficult to remove the cholangioscope from the instrument channel. Consequently, the sheath at the distal end of the cholangioscope was damaged. Due to this issue, the treatment method was changed to mechanical lithotripsy. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI), h4: device manufacture date, h11: evaluation summary. Evaluation summary: in this case, the investigation revealed that the cause was the incompatibility between the cholangioscope used (seegen / chv-us110j-u) and the duodenoscope ed34-i10t2. Forced use damaged the elevator mechanism. This damage caused the cholangioscope to become stuck and inoperable. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the instrument was manufactured under normal conditions on 09-jan-2025, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 24-jan-2025. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed. 9610877-2025-00147_oe-a63_lot number 0021015_broken elevator on dec - bfarm report_fu1. 9610877-2025-00148_oe-a63_lot number 0021015_broken elevator on dec - bfarm report_fu1.